Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the pump was making a different noise than normal. Customer's blood glucose was 106 mg/dl. During troubleshooting with tandem technical support, the issue was resolved.